Manufacturer narrative:
The customer¿s report of a leaking filter on an extension set was neither confirmed nor replicated. Visual inspection observed no anomalies. Microscopic examination did not indicate a leak site on or in the filter. The extension tubing and filter were functioning effectively throughout functional testing. The root cause of the reported leak was not determined.

Manufacturer narrative:
Non-bd 3 way stopcock and non-bd bi-fuse extension. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "yellow leakage into bed next to tpn filter site. Sterile gauze wrapped around filter temporarily to determine if leak was coming from filter. Gauze became wet with tpn. Ped surgery and pharmacy notified. New fluids ordered and hung until 2100 tpn."